Manufacturer narrative:
The universal surgical manipulator (usm) underwent failure analysis (fa) investigation, and the failure was confirmed, but not replicated. The unit was tested on an in-house system without any errors. No contamination was found during inspection. Though not during the associated procedure, recurring engagement errors stemming from the gearbox was noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the sureform 60 stapler instrument was partial firing and that an upsized reload led to oozing, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse indicated that the issue was not reproducible however replaced the universal surgical manipulator for the customer and a failure analysis (fa) investigation is in progress on that returned component. The stapler and reload were not received for fa investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) analyst. Investigation revealed no related system error occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the logs for the sureform 60 stapler associated with this event was performed by an isi failure analysis engineer. The following additional information was provided: logs showed the instrument was installed on the system 7x and fired 7 reloads (1 green, 1 black, 1 green, 4 blue, in that order). On install 1, first clamp was successful, but was followed by a firing failure. The firing stopped at ~50% completion, after a duration of 45 seconds. All installs had a successful first clamp attempt. On install 2, the firing was completed with 7 pauses for compression. On installs 3, 4, and 6, the firings were completed with 1 pause for compression on each. On installs 5 and 7, the firings were completed with no pauses for compression. There were no incomplete clamps or incomplete unclamps by this instrument. There were no errors in the logs. The investigation to determine the cause of this reported event is currently in progress. As such, the probable cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, while docked on universal surgical manipulator (usm) 2 and firing a green sureform 60 reload, the sureform 60 instrument gave a tissue too thick to continue message and partially fired. The surgeon upsized to a black sureform 60 reload for the second fire. The following information was obtained from the clinical sales representative (csr), who was present for the procedure and was confirmed by the surgeon: there was more oozing on the staple line in the area of the black sureform 60 reload and the surgeon oversewed the staple line as a precaution which resolved the oozing. There were no malformed staples or clamping/unclamping issues, the patient has not returned to the hospital due to complications and the procedure was completed robotically.